Manufacturer narrative:
The company service representative examined the system and no problem was found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic console stopped working. The system could be restarted. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the console shut down during calibration prior to three separate cataract surgeries. Each time the console could be restarted in order to perform and complete each procedure. There was no patient involvement as the reported event occurred during calibration.